Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an initial implant procedure. During the procedure the physician was experiencing difficulties advancing the guidewire through the left ventricular lead. The lead was not used and a new lead was implanted. Patient was in stable condition before, during and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.